Event description:
It was reported that the patient had a loss of therapeutic effect and needed to be catheterized while being hospitalized on (B)(6), 2015 for their multiple sclerosis (ms). It was noted that the patient¿s implantable neurostimulator (ins) was turned off during the hospitalization and was turned back on on (B)(6), 2015. Turning the stimulation back on did not resolve the patient¿s need for catheterizing. It was noted that the patient did have a history before the hospitalization ((B)(6) 2015) of self-catheterizing at night but not during the day. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mzhm, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Correction - "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.